Event description:
It was reported that procedure was not completed successfully and that patient required surgical intervention. No other details provided.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: UDI#: (B)(4). The review of the manufacturing record of the concomitant product used with the laser, pi (patient interface) lot cp02537, was completed and there are no discrepancies or defects found. The documentation shows that manufacturing assembled of the patient interface was within specifications when the lot was completed.